Manufacturer narrative:
Natus technical service made several follow up attempts with customer to obtain more information, got no response from customer. If additional information becomes available natus will file a follow up report and additional time will be needed for investigation.

Event description:
On (B)(6) 2019, natus received a complaint that involved the minimuffs neonatal noise attenuators. The complainant alleged that the product was not adhering properly to the patient's ear and as a result the patient suffered an injury to the skin behind the ear. The alleged injury was believed to be caused when the patient's skin came in contact with the edge of the device. No additional details or information were provided upon follow-up. The end user was concerned with protecting the privacy of the patient. The report indicated no death, serious injury, or any environmental/safety concerns.